Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported his ipg was inoperable following a car accident. The ipg would not communicate with multiple external devices. Surgical intervention is planned to address the issue.

Event description:
Follow-up identified the patient's ipg had been inoperable for approximately four months. Surgical intervention remains pending.